Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2024, the patient presented to the emergency department, with headaches and confusion. The patient was severely hypertensive with sbp of 190 mmhg . The patient was hospitalized for three (3) nights. An MRI was performed and showed hemorrhage inferior to the intracranial stimulator. The treatment included monitoring with blood pressure control (medication). No surgery was required. The patient was discharged on (B)(6) 2024. Diagnosed as an intraparenchymal hematoma.